Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: 1. Non-union, l5-s1. 2.flat back syndrome. 3. Status post multiple lumbar surgeries. 4. Status post multiple cervical surgeries. The patient underwent following procedures: 1.) Exploration of fusion. 2.) Revision lumbar decompression, l2-3, l3-4, l4-5 and l5-s1. 3.) Lumbar decompression, s1-s2. 4.) Neurolysis, bilateral l2, l3, l4 and l5 nerve roots. 5.) Repair, incidental durotomy, l3-4 and l5-s1. 6.) Eggshell, decancellation osteotomy l3. 7.) Bilateral lateral fusion, l2-3, l3-4, l5-s1 and pelvis. 8.) Placement of trans-sacral harms cage, l5-s1. 9.) Placement of segmental spinal instrumentation, t11 to pelvis, utilizing depuy expedium titanium pedicular instrumentation system. 10.) Bilateral iliac crest bone grafts via separate fascial incisions. 11.) Lnfuse bmp2. 12.) Graft on crunch. 13.) Placement of duraseal. 14.) Intra-operative fluoroscopy. As per the operative notes, ¿prior to closure of the main wound these repairs were reinforced with duraseal. Bilateral lateral fusion was done at l2-3, l3-4, l5-s1 and the pelvis utilizing bilateral iliac crest bone grafts, grafton crunch and bmp2. A harms trans-sacral cage was placed at l5-s1 and filled with infuse bmp2 and iliac crest bone graft intra-operative fluoroscopy showed good position of the cage. No intra-operative complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.